Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the defective response buttons was defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.